Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (trunk pins bent) has been confirmed. Upon evaluation, the electrode belt trunk cable connector pins were bent in a swirl pattern. The bent pins caused a disruption in communication between the electrode belt and the monitor. The root cause of the bent pins cannot be positively identified but was likely physical abuse. No adverse event resulted from the damaged electrode belt cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report her electrode belt would not stay connected to her monitor. The pt was issued a replacement electrode belt.